Event description:
Customer reports false positive results for five individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 3. See related cases for alternate false positive results. Individual received a false positive result on (B)(6) 2022 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided, lot 23716d, reader sn not provided). Although requested, customer was unable to provide additional information regarding this false positive event.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Further investigation could not be completed due to lack of information. Reader serial number and cartridge serial number were not provided.